Event description:
New information noted that noise episode has not been seen since last follow-up. The patient was stable. No changes were required.

Event description:
It was reported that the right ventricular lead exhibited an episode of noise reversion. It was noted to have a number of frequent out of range threshold measurements due to oversensing. No further information was reported.